Event description:
The reporter contacted animas on (B)(6) 2014 reporting air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 550mg/dl without symptoms except for being grouchy. The patient self treated via insulin via pump and did an insertion site change. Customer support (cs) reviewed the cartridge filling technique and it is being done correctly. This report is being made due to the bg excursion experience due to alleged air bubbles in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.